Event description:
During a clinic follow-up, episodes of noise were observed on the right atrial (ra) and right ventricular (rv) leads. Ra and rv lead damage was suspected but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that the right atrial (ra) and right ventricular (rv) leads were not capped and remained active. Additionally, the patient experienced discomfort and episodes of oversensing were observed on both the ra and rv leads. Provocative testing was performed and the noise was able to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.